Event description:
It was reported that this right atrial (ra) lead presented oversensing and loss of capture as a result of a dislodgment, shortly after initial implantation. The dislodgment was confirmed via x-ray imaging. The pacing mode was reprogrammed temporarily to ensure proper pacing prior while a revision procedure was scheduled. The revision procedure was successfully completed the following day. This lead remains in service. No additional adverse patient effects were reported.